Event description:
During evaluation of a returned homechoice (hc) device, it was noted that the device failed rite (returned instrument test evaluation) functional test. The customer had discontinued use of the hc machine and returned the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the event history log was performed which did not reveal any events that indicated or contributed to the issue. The device passed the hc rite electrical but failed rite functional test due to failed volume transferred comparison. The cause of the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. The piston foam will be replaced. Should additional information become available, a follow-up will be submitted.